Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_pump, product type: pump. (B)(4).

Event description:
On 2015-12-11, information was received from a healthcare provider (hcp), via a company representative, regarding unknown patients who were receiving unknown medication via an implantable pump. No patient history, concomitant medications, or indication for use was provided. On (B)(6) 2015, the hcp stated that they had experienced "plenty of cases" where they were unable to aspirate the catheter, but did a pump replacement anyway (without troubleshooting the existing catheter), and everything went fine after that. No patient symptoms were reported. No additional information was provided. Additional information regarding the identity of the reporting hcp, the patient's involved, pump drug details, medical history, concomitant medications, indication for use, onset and date of event, troubleshooting performed, catheter identification, patient symptoms, actions/interventions, causality, and outcome related to the inability to aspirate the catheter in "plenty of cases" was requested. If additional information is received, a follow-up report will be sent.